Event description:
It was reported that sometimes when the patient got up and started walking the stimulation started kicking in high gear and sometimes when the patient was sitting down it would kick into high gear and it hurt very strong. It was noted that it started to happen about 10 months ago and happened once in a while. It was noted that within the last 2-3 weeks it was happening more often ¿like every day.¿ it was reported that the patient experienced an overstimulation sensation. It was noted that the patient experienced a shocking or jolting sensation. It was noted that the patient fell about 6 months ago and landed on the belly and the knees. It was noted that the knee took the brunt of it because it was sore. It was noted that the patient used the patient programmer to increase and decrease stimulation. It was noted that when the patient would decrease stimulation it would then kick into high gear for 3 minutes and then go back to what it was set at. It was noted that adaptive stimulation was enabled and settings were at 6.5v. It was noted that therapy was not programed to do what it was doing.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).